Event description:
The customer reported that the 840 ventilator had a blank display. No pt involvement. Covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. Covidien was not authorized to service the device.

Manufacturer narrative:
Covidien ref # (B)(4).